Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 26 units. Reportedly, the cartridge was filled with 100 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.